Manufacturer narrative:
Additional information was received from the end user that the patients lowest o2 saturation level as 88.3%. A desaturation of 88.3% is not considered a serious injury. A gehc field engineer evaluated the machine and could not duplicate any problem. Based on this information, the event was determined to be not reportable.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block g2 report source other: medwatch user report mw5166676. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch user report mw5166676: "ventilator developed low o2 pressure while patient was connected to the machine. Anesthesia unable to switch to manual ventilation and multiple attempts to troubleshoot the situation. Anesthesia finally had to change patient to a portable machine and transfer patient to a different room." The medwatch indicated patient health effect was low oxygen saturation. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.